Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A device failure was not reported. The IFU lists the potential complications: "potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." The mt product line was obsoleted by cook medical in 2018. These sphincterotomes have a three year expiration date, therefore all devices suspected to be used in this occurrence were manufactured and distributed by cook medical are beyond their expected life. Prior to distribution, all minitome precurved double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. M.c. Conti bellocchi, s.f. Crino, f. Pin et al., reappraisal of factors impacting the cannulation rate and clinical efficacy of endoscopic minor papilla sphincterotomy. Https://doi.org/10.1016/j.pan.2021.01.019

Event description:
Cook endoscopy was notified of this event via a clinical literature article involving the use of minitome precurved double lumen sphincterotomes. This article was published in 2021. It was reported that one (1.1%) episode of mild bleeding not requiring transfusion was successfully managed endoscopically with injective hemostasis. It was not published if a section of the device remained inside the patient¿s body. It was published that the patients did require additional procedures due to this occurrence, managed with endoscopic injective hemostasis.